Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info was not forthcoming from the surgeon. The root cause cannot be determined. This report was mailed to FDA on: 10/31/2008.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient experienced a proliferation of membrane towards the central anterior surface of the implant. He stated he removed the membrane with a capsulorhexis forceps in a second surgical procedure. He reported he had the membrane analyzed and confirmed it to be a collagen membrane.